Manufacturer narrative:
Based on the current information provided, the root cause of the patient¿s intra-operative complication cannot be determined. Isi has requested for the curved-tip stapler 30 instrument and stapler reload(s) to be returned for evaluation. However, as of the date of this report, the stapler instrument and reload(s) have not been returned to isi. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. Per the system logs, a curved-tip stapler 30 instrument (part #470530-05; lot #s11160919-0006) was used during the surgical procedure. The stapler instrument fired one white stapler 30 reload. The system logs reveal that the firing was completed and there were no incomplete clamps. After this firing, the surgeon used a sureform stapler 60 instrument and fired five white sureform stapler 60 reloads. All firings were completed. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the surgeon allegedly encountered an incomplete staple line after a white stapler 30 reload was fired with a curved-tip stapler 30 instrument. As a result of bleeding, the surgeon utilized a laparoscopic bulldog clamp to achieve hemostasis. Towards the end of the surgical procedure, the surgeon removed the bulldog clamp and placed a hem-o-lok clip. However, at this time, the root causes of the customer reported failure mode and intra-operative complication are unknown.

Event description:
It was initially reported that during a da vinci-assisted nephrectomy procedure, the surgeon allegedly encountered an incomplete staple line after a white stapler 30 reload was fired with a curved-tip stapler 30 instrument. According to the initial reporter, an intuitive surgical, inc. (Isi) clinical sales representative (csr), the distal end of the staple line did not get a good seal. The surgeon reportedly had to use another stapler instrument to complete the seal. On (B)(4) 2019, isi contacted the csr and the following additional information regarding the reported event was obtained: the surgeon used a curved-tip stapler 30 instrument to staple across the gonadal artery. The staple line appeared to be complete. However, the surgeon was not comfortable with oozing of blood that was observed on the proximal end of the staple line. There was no active or pulsatile bleeding. The estimated blood loss was less than 2 ml. The surgeon switched from the curved-tip stapler 30 instrument to a sureform stapler 60 instrument. During the procedure, the surgeon used a laparoscopic bulldog clamp to achieve hemostasis. At the end of the procedure, the surgeon placed a hem-o-lok clip and removed the laparoscopic bulldog clamp. There were no post-operative complications. According to the csr, the customer plans on returning the curved-tip stapler 30 instrument and stapler reload(s).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the curved-tip stapler 30 instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate or confirm the customer reported complaint that the stapler instrument allegedly misfired. The stapler instrument was placed and driven on an in-house system. The instrument passed initialization tests. The instrument moved intuitively with full range of motion in all directions. The instrument¿s grips opened and closed properly. The instrument clamped and fired successfully. Review of the system logs found no errors or failures. The instrument was found to have a broken yaw plate. The yaw plate web was bent outwards and towards the clamp cardan. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Based on current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted surgical procedure, the surgeon allegedly encountered an incomplete staple line after a white stapler 30 reload was fired with a curved-tip stapler 30 instrument. As a result of bleeding, the surgeon utilized a laparoscopic bulldog clamp to achieve hemostasis. Towards the end of the surgical procedure, the surgeon removed the bulldog clamp and placed a hem-o-lok clip. However, at this time, the root causes of the customer reported failure mode and intra-operative complication are still unknown.